Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive pump error alarms and received three on the date of call. Insulin pump was not exposed to MRI and it was uncertain what was causing the alarm. Customer's blood glucose was not reported. Insulin pump would be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error was noted. The motor was tested outside the device and passed.